Event description:
It was reported that the patient had tenderness, but no further information was provided. The patient also experienced trouble speaking clearly if they were overstimulated by their implantable neurostimulator. When this occurred, the patient would adjust stimulation settings and they were "fine." Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product typ extension; product ID 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product typ extension; product ID 3387s-40 lot# v535394 serial# implanted: (B)(6) 2011 explanted:; product typ lead; product ID 3387s-40 lot# v535394 serial# implanted: (B)(6) 2011 explanted:; product typ lead; product ID 3387s-40 lot# v535394 serial# implanted: (B)(6) 2011 explanted:; product typ lead. (B)(4).